Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A revision surgery was performed to downsize the cuff. No device issues and no additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).concomitant product UDI for balloon is (B)(4).